Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower sicu door failure occurred, requiring maintenance, and an error message was displayed on the screen. The tower drawer 4 did not open at all. The customer confirmed that the device had been rebooted and recovery of the drawer was attempted again; however, the issue persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system had a door failure. A field service engineer confirmed that the customer was able to clear a tower door obstruction caused by a misaligned shelf that was placing pressure on the tower door and preventing it from opening. The customer used the keys to manually open the door, cleared the obstruction, successfully recovered the failed door, and inventoried medications to verify proper operation. The system functioned as intended after the customer resolved the issue.